Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause could be determined. However, probable cause is insect getting into the packaging after the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Sku 326732 batchs 3269881 / 2346750. One of the boxes received is found to be infested with pest. Individuals are inside the cartons, as well as when lifting a box, remains fall into the carton. In its majority, there are dead individuals, very dry, whole and incomplete. Also one living is evident inside the cover. Some boxes were checked for this pest, but not 100% to prevent its spread. Preventive actions: it is suggested to carry out an investigation from the manufacturer until the delivery of leterago, in order to define the origin of this investigation please indicate the treatment of this import as it is under quarantine.